Event description:
Received information stating customer received an occlusion alarm. The customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR wil be submitted.